Event description:
It was reported the customer had a battery out limit and failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to the customer that a battery outlimit alarm during normal use may indicate loose battery cap. The customer received a failed battery test on the insulin pump and proceed to troubleshoot the alarm. The customer was advised to place a new aaa akaline battery in the insulin pump and if failed battery test re-occurs to call back to ge replacement insulin pump since that might be the issue. The customer was advised that we will sent battery cap replacement to see if that helps rule out any issues with the insulin pump. The customer was sent a battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.